Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test and displacement test or verify battery out limit alarm due to failed battery test alarm. Pump had minor scratched lcd window.

Event description:
The customer reported via phone call that they were having issues with the insulin pump powering off without warning. The customer's blood glucose level was 171 mg/dl at the time of the incident. They had changed the batteries several time and will also get a battery out limit alarm and the insulin pump was powering off. It had happened 3 times in the last 2 weeks she went to give herself insulin and noticed the pump was off this morning . The customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated that the battery was not previously used. These were brand new batteries and it had been 8 batteries used in the last 2 weeks. The customer reported that the insulin pump was not dropped. The customer stated that there were not unattended alarms. It was reported that the battery cap was not loose, cracked or damaged. The customer stated that this was the second occurrence of off no power without a low battery warning. The customer stated that the screen had scratched. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.